Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while transecting the stomach, the stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. They changed the device to complete the case. There was no patient injury.